Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead in two pieces measuring 11.0 and 47.5 cm respectively. An external insulation abrasion breaching the empty cable lumen was found 11.0 to 11.5 cm from the distal tip consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.